Event description:
Device malfunction [device malfunction]. Left knee pain/tenderness [knee pain] ([condition aggravated]). Synovitis of left knee [synovitis of knee] ([joint swelling], [effusion (l) knee]). Difficulty walking/difficulty ambulating/limping [walking difficulty]. Symptoms made worse by knee motion, weight bearing and walking [weight bearing difficulty] . Joint stiffness [joint stiffness]. Case narrative: based on additional information received on 14-jan-2019, this case initially assessed as non-serious was upgraded to serious (seriousness criteria of intervention required added for event of device malfunction, left knee pain/tenderness/sharp, aching and burning, non-radiating/rated as 8 and synovitis of left knee). This unsolicited legal serious case from united states was received on 06-dec-2017 from the other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) injection and same day had difficulty walking/ difficulty ambulating/limping, after 1 day had left knee pain/tenderness/sharp, aching and burning, non-radiating/rated as 8 and 4 days after had synovitis of left knee and after unknown latency experienced symptoms made worse by knee motion, weight bearing and walking and had joint stiffness. A device malfunction was noted in the reported batch number. Patient had medical history of knee surgery. Patient had concurrent conditions of left knee arthritis, copd (chronic obstructive pulmonary disease), gerd (gastrooesophageal reflux disease), allergy, hyperlipidemia, hypertension, left knee pain, thyroid dysfunction, trouble breathing, hypothyroidism, seasonal allergies, asthma, cipro, doxycycline and penicillins allergy. Patient was a former smoker. Patient had family history of copd. Patient has used hylan g-f 20, sodium hyaluronate before and never had an issue. Concomitant medications included diphenhydramine hydrochloride (ra allergy relief), levothyroxine sodium, lisinopril, simvastatin, fluticasone propionate, omeprazole, budesonide, formoterol fumarate (symbicort) and salbutamol sulfate (proair hfa). On (B)(6) 2017, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate injection, at the 6 ml once (lot number: 7rsl021; expiration date: 31-may-2020) for arthritis knee in the left knee. Since the injection patient had some difficulty walking (latency: 0 day) and patient reported that the swelling got better over last 24 hours. On (B)(6) 2017, patient had sudden onset of constant episodes of moderate left knee pain, described as sharp, aching and burning, non-radiating (latency: 1 day) which was rated as 8 on a scale of 1 to 10. On (B)(6) 2017, the patient came back with complaint of increased left knee pain and swelling. It was reported that symptoms were improved by rest, ice, immobilization and non-opioid analgesics and were made worse by knee motion, weight bearing and walking and were unchanged. Patient's review of systems showed joint swelling, joint stiffness and limping (onset and latency: unknown). It was assessed that patient had synovitis of left knee (latency: 4 days). Physical examination showed appearance of effusion on left knee and tenderness. On (B)(6) 2018, patient reported continuing of left knee pain and requested cortisone injection. On the scale of 1 to 10, patient rated pain as 6. Associated symptoms included difficulty ambulating. Physical examination showed no effusion and no tenderness. Corrective treatment: unspecified pain medications, rest, ice, non-opioid analgesics, cortisone, flurbiprofen for left knee pain/tenderness; cortisone, flurbiprofen for synovitis of left knee; not reported for rest of the events. Outcome: not recovered for left knee pain/tenderness/sharp, aching and burning, non-radiating/rated as 8 , recovered for synovitis of left knee, unknown for rest of the events except device malfunction. Seriousness criteria: intervention required for left knee pain/tenderness/sharp, aching and burning, non-radiating/rated as 8, synovitis of left knee and device malfunction. Investigation overview: global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Additional information was received on 10-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 14-jan-2019 from lawyer and case was classified as legal case. Medical history, concurrent conditions and concomitant medications were added. Batch number and indication for suspect product was updated. Verbatim of event left knee pain was updated to left knee pain/tenderness/sharp, aching and burning, non-radiating/rated as 8, its corrective treatment and start date, hence latency was updated. Events of synovitis of left knee, difficulty walking/difficulty ambulating/limping, symptoms made worse by knee motion, weight bearing and walking, device malfunction, diffused medial knee and joint stiffness were added with details. Seriousness criteria was added. Clinical course updated. Text amended accordingly.